Event description:
On (B)(4) 2012, customer reported a leak from the bottom of the act 5 diff cap pierce. Customer also reported that they had an error stating that the instrument could not connect to the computer. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and could not find any leak inside the instrument. Fse did notice some dried reagent under the instrument, but fse could not reproduce any leaks inside the instrument. No further leaks have been reported.

Manufacturer narrative:
(B)(4).